Manufacturer narrative:
The complaint of a subcutaneous catheter break is confirmed. Although the exact mechanism of damage is unknown, the characteristics of the damage found on the complaint sample are consistent with blunt force such as a tensile break in which the elastic strength of the catheter has been exceeded. The break in the catheter is observed just distal to the 35 cm depth marker. Care must be exercised when implanting, dressing, maintaining and removing groshong PICC catheters in order to avoid damage to the device. Excessive pulling or tensile stress on the silicone catheter tubing may result in a break in the device. A lot history review (lhr) of rewi0540 showed one (same reporting facility) other similar product complaint(s) from this lot number.

Event description:
It was reported that "catheter broke externally after 3 days of use without damage to the pt. Furthermore, it was observed leak after 14 days of use." The catheter leaked after 3 days of use. The catheter was retracted and they used an adaptor. The catheter leaked a second time and the same procedure was done. The third time the catheter leaked, it was removed. The leak happened right after the repair and it was external. The catheter was kept in place after leaking because they were able to repair it with the adaptor. A new catheter was placed after the third leak. Returned sample has a break in the subcutaneous region.